Manufacturer narrative:
Product analysis conclusion: the reported endoleak was confirmed; however, the exact cause could not be determined from the films provided. The anatomy at implant is unknown, and earlier post-implant cts were not provided for comparison of the stent graft configuration over time. Type ia and ib endoleaks can be ruled out due to the presence of adequate proximal and bilateral distal seals. A type iiia endoleak is not considered a factor as there was adequate component overlap. The endoleak appears likely to have been a type iiib fabric endoleak caused by fabric abrasion. Fabric wear due to external abrasion from aortic calcification abrading the bifurcate near the level of the flow divider is a potential contributory factor. A concomitant type ii endoleak from patent lumbar arteries cannot be ruled out and may have also been present. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient was treated for an abdominal aortic aneurysm using stent graft etlw1610c93e endur ii limb and stent graft esbf2314c103e endur iis bif. The current size of the aneurysm was noted to be 50mm. A computed tomography was conducted and a possible iiib endoleak was noted during a follow-up appointment seven months later. During this follow-up, a future angiogram was scheduled, with the possibility of additional limb placement if an endoleak is confirmed. Per the physician, the cause of the endoleak could not be determined. Intervention was performed where an aui stent graft was implanted landing distally in the right common iliac. This was followed by an embolization of the left common iliac. The final angiogram demonstrated the iiib endoleak was no longer present. Finally, the patient received a fem-fem bypass graft to revascularize the left leg. The day after the procedure the surgeon stated that the patient was doing well. It was noted that following the angiogram and interventions, the source of the type iiib endoleak appeared to be the endurant bifurcate graft, near the flow divider. No aneurysm enlargement was observed. The aneurysm diameter has not changed since the index procedure and the most recent study done. No patient complications have been reported as a result of this event.